Manufacturer narrative:
The device has not been returned. A supplemental report will be submitted if any additional information is provided by the user facility or if the device is returned for evaluation.

Event description:
It was reported the gastrointestinal videoscope had forceps left obstructing the instrument channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the possibly reportable malfunction. At this time the available information suggests a reportable malfunction likely occurred. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.